Event description:
It was reported that during advancement, the shaft of the pta balloon catheter broke inside the introducer sheath. The sheath and the balloon catheter were removed together over the guidewire and another sheath was inserted to obtain an angiogram. The procedure was completed without stent post-dilatation. There was no patient injury reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device was returned for evaluation and the investigation is underway.